Manufacturer narrative:
An event regarding non working d/m one-sided cable tensioner was reported. The event was not confirmed. Method & results: device evaluation and results: returned device was visually and functionally inspected and the device is functionally acceptable. Medical records received and evaluation: not performed because no patient medical records were provided. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that d/m one-sided cable tensioner is functionally acceptable as the tensioner was able to tension the cable to the reference pounds as marked on the device and release the cable.

Event description:
During the surgery, it was noticed that the dall miles tensioner wasn't working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the surgery, it was noticed that the dall miles tensioner wasn't working.